Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false negative antibody screening tests of two patient samples with biotestcell 1&2 when tested on tango infinity. The customer reported that tango infinity called the results negative when on visual review of images both samples showed a weak positive reaction. An anti-le(a) could be identified in one sample and an anti-d due to rh immune globulin could be identified in the second sample. The customer did not return the supposedly defective product and did not return the patient samples which had caused the false negative reactions on tango infinity. Therefor our quality control laboratory tested their retained sample of biotestcell 1&2 with different patient samples and controls, including anti-d and anti-le(a) on tango infinity. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was checked by one of our field service engineers. No indication for an instrument or software malfunction could be identified. The instrument was confirmed to operate within specification. We have the assumption that the reported problem may be related to sample specificities, but cannot make a final statement regarding sample's antibody concentration, because it was not sent in for investigation and could not be re-tested.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false negative antibody screening tests of two patient samples with biotestcell 1&2 on tango infinity. The customer reported that tango infinity called the results negative, on visual review of images both samples showed a weakly positive reaction. An anti-le(a) could be identified in one sample and an anti-d due to rh immune globulin could be identified in the second sample. The customer did not return the supposedly defective product and did not return the patient samples which had caused the false negative reactions on tango infinity. Therefore our quality control laboratory tested their retained sample of biotestcell 1&2 with different patient samples and controls, including anti-d and anti-le(a) on tango infinity. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was checked by one of our field service engineers. Evaluation of the data is still ongoing.